Event description:
It was reported that a polaris ultra ureteral stent was used in a procedure. During the procedure, it was noticed that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported. Additional information with a photo provided on september 18, 2025, showed that the stent was torn.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). This event was reported by the distributor. The health care facility is: (B)(6) china. Blocks b5 and h6, have been updated based on the additional information received. Additional information was received from the complainant on september 18, 2025, including a photo that clarified the reported issue was a torn stent. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. This event was reported by the distributor. The health care facility is: (B)(6) hospital. China.

Event description:
It was reported that a polaris ultra ureteral stent was used in a procedure. During the procedure, it was noticed that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.